Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation. The patient has a history of sensitive skin. The patient's physician recommended that she continue use of the device and the patient's nurse recommended that she apply lotion. Follow up indicated that the irritation improved.